Event description:
It was reported from a technical paper that the patient's tibia was revised due to medial instability and repeated falls.

Manufacturer narrative:
The event being reported was identified in a poster at the (B)(6) surgeons. At this time it is unknown if the event/device has been previously identified in a past report. Should additional information be made available which establishes further details, this report shall be updated.